Manufacturer narrative:
(B)(4). The insulin pump was unable to perform displacement test due to completely broken off reservoir tube lip. The pump was received with minor scratched display window, cracked reservoir tube window, cracked case at reservoir tube window corner, stained end cap sticker and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged around the reservoir compartment. The customer¿s blood glucose level was 183 mg/dl at the time of the incident. Customer was changing the infusion and noticed that the reservoir area was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.